Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter zip/postal code), and block h6 (device codes) have been updated based on the additional information received on december 20, 2024. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an (evl) endoscopic variceal ligation procedure to treat gastric varices performed on (B)(6) 2024. During the procedure, after the varix was ligated, it was noticed that the bands automatically popped out. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 20, 2024: the speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure to treat esophageal varices. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured, and the returned suture was broken. No problems with the device were noted. The reported event of bands fell off the varix cannot be confirmed as it happened during the procedure and there is not an objective evidence or descriptive condition to confirm it. Upon analysis, the returned ligator housing had seven bands attached to it and its teeth were found in good condition. Although the returned suture was broken; however, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problems or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an (evl) endoscopic variceal ligation procedure to treat gastric varices performed on (B)(6) 2024. During the procedure, after the varix was ligated, it was noticed that the bands automatically popped out. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 20, 2024: the speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure to treat esophageal varices. It was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an (evl) endoscopic variceal ligation procedure to treat gastric varices performed on (B)(6) 2024. During the procedure, after the varix was ligated, it was noticed that the bands automatically popped out. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts. The reported event may suggest that the bands fell off the varix. It was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
E1 (initial reporter facility name): (B)(6). H6: imdrf device code a22 captures the reportable event of bands fell off the varix.